Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an isolated hyperglycemia to 295 mg/dl before dinner while using the ilet system, without associated symptoms and with no alerts or alarms; the user allowed the pump to correct and then ate a usual meal, after which glucose values returned to range. Symptoms included no reported clinical effects. Outcomes included resolution of the hyperglycemia without medical intervention or hospitalization. Investigation included complaint intake and troubleshooting guidance with user education. Investigation of this case revealed no device alarms or component concerns reported and no evidence of device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown but not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.